Manufacturer narrative:
The reported event of damaged insulation was confirmed. As received, a complete lead was returned in one piece. Electrical testing found no conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for the cut/damaged insulation at the proximal region of the lead. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient was presented at the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was noted to be damaged at the tip when connecting to the header of the pacemaker. The physician elected to remove and replace the ra lead on (B)(6) 2024. The patient had no adverse consequences.